Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of auto mode switch due to far field r-wave oversensing were observed. The patient was asymptomatic. Programming changes were recommended.